Event description:
It was reported that a small volume intermate had particulate matter within its balloon. This was found after the device was filled with an antibiotic solution and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection was performed and identified white particulate matter. The reported condition was verified. Fourier transform infrared spectroscopy scanning identified the particulate matter to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.